Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reau1794 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during prepping the patient for intubation, the PICC catheter slipped out of the decompression cannula.